Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with recalled dianeal pd4 ultrabag therapy. On an unreported date, the patient received a shipment of recalled dianeal pd4 ultrabag therapy. The patient did not normally use dianeal pd4 ultrabag therapy, but on (B)(6) 2011 and (B)(6) 2011, it was delivered to the patient in error. It was not reported whether the patient used the recalled product. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. Treatment rendered for the event was unknown. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the peritonitis resolved. It was unknown whether dianeal pd4 ultabag therapy was ongoing. This report was initiated in response to the fca letter. The reporter did not provide a causality statement for the event.